Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with cracked battery tube, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion unit received a flashing medtronic logo due to moisture damage on the electronic assembly, isolated to the electronic stack. Customer allegations of a blank display was not confirmed. Customer allegations of a keypad anomaly was unknown. Customer allegations of a cracked battery compartment and serial label damage were both confirmed when a cracked battery tube, cracked case, cracked battery tube threads, and serial label damage (faded) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the pump was not working, the compartment was dry, and was not responding. The customer also reported that the pump serial number was faded. The blood glucose value at the time of the event was 40 mg/dl. The customer was treated with glucose. The event involved product(s) mmt-1884, mmt-397a, mmt-332a, mmt-7040a. Troubleshooting was not performed for display issues, and the customer reported a blank display. The customer also reported that no damage to the battery cap. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. The customer also reported that the functionality was affected. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for fluid in the pump, and the customer reported that the pump was exposed to moisture. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040a.